Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -4.5/+1.0/108 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault. The cause of the event is reported as unknown. Reportedly, "the patient is too high after the transistor is implanted and the new crystal is required. The patient does not accept the replacement surgery, requiring the crystal, and remove the crystal after multiple communication."

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the optic broken. Due to significant lens width damage, unable to confirm correct re-hydration of the lens, hence to sizing. Claim # (B)(4).